Manufacturer narrative:
This supplemental report is submitting to correct "device product code."

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device just returned from repair tested positive for bacteria as follows. On (B)(6): the subject device tested positive for acinetobacter ursingii(5cfu/ml). On (B)(6): no microbial growth for the subject device. The subject device had been disinfected with non-olympus automated endoscope reprocessor (wassenburg). There was no report of infection associated with this report.